Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. It is possible that the device was not inserted sufficiently into the artery to achieve blood return, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator/insertion sheath assembly was inserted into the artery over the guidewire; however, the backflow of blood was not observed from the drip hole. The angio-seal device was not used, and manual compression was applied to achieve hemostasis for an unspecified period of time. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 millimeters (mm). The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury. No equipment or other devices were used with the involved product.